Manufacturer narrative:
(B)(4).

Event description:
It was later the shingle was not device /therapy related.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v034207, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that patient experienced severe pain at the implantable neurostimulator site(ins).there was no blisters, not markings and they thought the pain was related to the ins due to pain location. Consumer stated the health care provider (hcp) did a CT scan on (B)(6) 2015 and nothing show up on the scan. It was also noted that patient ins had depleted and was determined by manufacturer representative. The manufacturer representative stated that he did not think the pain was from the ins and he has never heard of severe pain tied to an ins. The consumer stated the patient broke out in blisters' around the ins site and lower back on and hcp diagnosed patient with shingles. The consumer also reported patient had bladder infection. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available. Indications for use for this patient were urinary dysfunction/sacral nerve stimulation.